Event description:
It was reported that there was redness on patient skin after applying the arctic gel pad. No medical intervention was reported. Per additional information received via mail on 01jul2025, a patient undergoing hypothermia therapy for body temperature regulation was treated with arctic sun pads. Although preventive skin dressings were applied to the contact areas where the lower limb pads were attached, redness was observed on both knee areas. Under the physician¿s order, disinfection and preventive dressings are being applied, and the condition is being monitored periodically. No sample available. It was destroyed at customer site. Issue not resolved. Patient got applied of disinfection and preventive dressings, and condition is being monitored periodically. It was unknown what medical intervention required.

Manufacturer narrative:
The initial reporter facility name is (B)(6) hospital. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive, as any reported reactions with the patient could not be tested and the state of the pad could not be evaluated based on the returned information. The root cause of the reported issue could not be identified. Two photo samples were received for evaluation. Visual inspection noted the following: two photos show redness on the knee of the patient. The discoloration arrears the same in both photos, indicating that the photos both show the same knee. No arctic gel pad is seen in either returned photo the labeling is found to be adequate. Per the IFU: contraindications there are no known contraindications for the use of a thermoregulatory system. Do not place arcticgel¿ pads on skin that has signs of ulcerations, burns, hives or rash. While there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities. And the clinician is responsible for determining the appropriateness of use of this device and the user-settable parameters, including water temperature, for each patient. For small patients (less than or equal to 30 kg) it is recommended to use the following settings: water temperature high limit less than or equal to 40 degrees c (104 degrees f); water temperature low limit greater than or equal to10 degrees c (50 degrees f); control strategy equals 2. It is recommended to use the patient temperature high and patient temperature low alert settings. Due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to edema, diabetes, peripheral vascular disease, poor nutritional status or steroid or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the arcticgel¿ pads often; especially those patients at higher risk of skin injury. Skin injury may occur as a cumulative result of pressure, time and temperature. Possible skin injuries include bruising, tearing, skin ulcerations, blistering, and necrosis. Do not place bean bags or other firm positioning devices under the arcticgel¿ pads. Do not place any positioning devices under the pad manifolds or patient lines. A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, e, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was redness on patient skin after applying the arctic gel pad. No medical intervention was reported. Per additional information received via mail on (B)(6) 2025, a patient undergoing hypothermia therapy for body temperature regulation was treated with arctic sun pads. Although preventive skin dressings were applied to the contact areas where the lower limb pads were attached, redness was observed on both knee areas. Under the physician¿s order, disinfection and preventive dressings are being applied, and the condition is being monitored periodically. No sample available. It was destroyed at customer site. Issue not resolved. Patient got applied of disinfection and preventive dressings, and condition is being monitored periodically. It was unknown what medical intervention required.